Manufacturer narrative:
(B)(4).

Event description:
It was reported x-rays confirmed the patient's left ventricular lead had dislodged. Subsequently, the lv lead was explanted and replaced. The patient's condition was reportedly good post-procedure.